Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with numbness in the left leg. The left limb was found clotted. The cause of the clot was due to two areas on stenosis in the distal left limb near the aortic bifurcation and it did not involve the bifurcated stent graft or the contralateral gate. Apparently the patient clotted the left limb a month prior; however, this was just recently discovered. There was also a small kink in the left contralateral limb, but this was not the cause of the clot. The physician removed the clot with another manufacturer¿s catheter and implanted two peripheral stents in the area of stenosis. A 16/10/82 endurant limb was implanted in the area with the small kink on the left contralateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).